Manufacturer narrative:
The manufacturer has completed the investigation of an everflo oxygen concentrator that allegedly stopped working and caught on fire. The patient reportedly received burns to her thigh but no medical treatment was required. The device was returned to the manufacturer's service center. The customer's complaint was not confirmed. The device was evaluated and the manufacturer found no evidence of thermal damage internal to the device. The reported event was caused by an external source. There no evidence to indicate that the fire was the result of any malfunction or internal problem.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator stopped working and caught on fire. The patient received burns to her thighs but no medical treatment was required. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported the incorrect date. The correct date is (B)(6) 2016.